Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing non-auditory sensations and pain with device use. On (B)(6) 2016, the recipient was treated empirically for infection with augmentin, however, the issue did not resolve. The recipient was recommended to cease device use until symptoms resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed a damaged electrode as well as a missing electrode array contact pad and electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires, a missing electrode contact pad, and missing electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaints of pain and sound quality could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
The external visual inspection revealed a damaged electrode as well as a missing an electrode array contact pad and electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires, a missing electrode contact pad, and missing electrode ground ring. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
Additional information: explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly performing well with the new device.